Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery using the preclose technique before an interventional procedure. Reportedly, pulsatile flow could not be seen from the tube. The device was pulled out to view the marker port and check for obstruction, then reinserted. Force was felt when inserting the device. The device was removed and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.